Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0uekc, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0l4l4, implanted: (B)(6) 2015, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had restless leg syndrome. The patient had been involved in a motor vehicle accident 5 days prior to the date of this report but then later was mentioned that it had occurred 3-4 days prior to the date of this report however exact date was unknown and it was unclear if this was the motor vehicle accident or the restless leg syndrome. Further follow-up is being conducted.